Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved a 5" (13 cm) appx 0.33 ml, smallbore bifuse ext set w/2 microclave® clear, 2 clamps, rotating luer. An unspecified solution leaked proximal to the central venous catheter connection during an administration. No defects were noted on the device. There was no human harm associated with this complaint/event.

Manufacturer narrative:
The customer provided the following items for complaint investigation: one used list #011-mc33869, 5" (13 cm) appx 0.33 ml, smallbore bifuse ext set w/2 microclave¿ clear, 2 clamps, rotating luer; lot #13806613 two photos showing the set and the packaging. No defects or anomalies noted on the photographs. No defects or anomalies were noted on the used extension set. The returned set was leak tested per product specifications. There was no leakage. The reported complaint of leakage could not be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.